Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for alinity I hbsag qualitative ii confirmatory reagent 08p11 and the complaint issue. Clinical specificity testing was performed using an in-house retain kit of lot 54084fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent 08p11 was identified.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The alinity I hbsag qualitative ii test was repeated with different samples from the same patient and the results were nonreactive. The original sample was repeated on another alinity with reactive results. The following data was provided: original draw was on (B)(6) 2024 with three tubes: sid (B)(6) (reactive results), sid (B)(6)(nonreactive results) sid (B)(6) (nonreactive results). Sid (B)(6) processed initial results on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 950.7 confirmatory = hbsagquac1 = 1.54 s/co hbsagquac2 = 788.91 s/co hbsagqua%n = 100 % neutralization. Sid (B)(6) repeat results on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 1951. Sid (B)(6) processed on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 0.46. Sid (B)(6) processed on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 0.27. New draw on (B)(6) 2024 sid (B)(6) processed on alinity serial number (B)(6): hbsag = 0.29. Additional data provided 13feb2024; sid (B)(6) was processed with a new reagent lot 57450fn00 and result was positive. Sid (B)(6) which was negative is now positive with the new reagent lot number 57450fn00. Sid (B)(6) is still negative with the new lot. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 - patient identifier: sid (B)(6) all available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. See MFR# 3008344661-2024-00019-00 for initial submission on alnty I hbsag qual 1200, 08p10-32, 55638fn00.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The alinity I hbsag qualitative ii test was repeated with different samples from the same patient and the results were nonreactive. The original sample was repeated on another alinity with reactive results. The following data was provided: original draw was on (B)(6) 2024 with three tubes: sid (B)(6) (reactive results), sid (B)(6) (nonreactive results) sid (B)(6) (nonreactive results). Sid (B)(6) processed initial results on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 950.7. Confirmatory = hbsagquac1 = 1.54 s/co hbsagquac2 = 788.91 s/co hbsagqua%n = 100 % neutralization. Sid (B)(6) repeat results on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 1951. Sid (B)(6) processed on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 0.46. Sid (B)(6) processed on (B)(6) 2024 on alinity serial number (B)(6): hbsag = 0.27. New draw on (B)(6) 2024 sid (B)(6) processed on alinity serial number (B)(6): hbsag = 0.29 no impact to patient management was reported.